Event description:
Caller reported their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller on several steps to troubleshoot the pump, but it did not resolve the issue, with the screen remaining off and the led blinking red. Consequently, technical support arranged to send a replacement pump with updated software, and the caller agreed to use multiple daily injections as backup therapy until the replacement arrived. The customer acknowledged the need to complete training before using the new pump and understood the instructions for returning the faulty pump.